Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated according. As reported, the tip of the 6f-7f mynxgrip vascular closure device (vcd) was unable to go through or cross the vessel. There was no reported patient injury. The patient did not have any relevant medical history. The patient was not morbidly obese. The patient¿s bmi was not > 40 kg/m2. The user was certified on the use of the mynx device. The mynx was prepped according to the instructions for use (IFU). The mynx device was used in the femoral artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be 5mm in diameter. The vessel had moderate vessel tortuosity. The stick location was right above the femoral head. The sheath used in conjunction with the mynx was a 6f non-cordis device. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal and there was no visible damage in the distal end of the balloon shaft after removal. Hemostasis was achieved with 30 minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended because of the event. The patient is noted to have recovered. Th product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged to the black handle, the syringe was connected to the device with the stopcock open, and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, with the sealant protruding out from the shuttle cartridge tubing side slit as received. The procedural sheath was not returned with the device. The returned device¿s atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, with out the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. Per microscopic analysis, no kink/damage in the returned device atraumatic wire distal tip were observed. A product history record (phr) review of lot f2009801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported¿ catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the tortuosity reported, my have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿the safety and effectiveness of mynxgrip have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture¿. Neither the product history record (phr) review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f2009801) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 6f-7f mynxgrip vascular closure device (vcd) was unable to go through or cross the vessel. There was no reported patient injury. The patient did not have any relevant medical history. The patient was not morbidly obese. The patient¿s bmi was not > 40 kg/m2. The user was certified on the use of the mynx device. The mynx was prepped according to the instructions for use (IFU). The mynx device was used in the femoral artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be 5mm in diameter. The vessel had moderate vessel tortuosity. The stick location was right above the femoral head. The sheath used in conjunction with the mynx was a 6f non-cordis device. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal and there was no visible damage in the distal end of the balloon shaft after removal. Hemostasis was achieved with 30 minutes of manual compression. The patient was neither hospitalized, nor was the patient's hospitalization extended because of the event. The patient is noted to have recovered. The device will be returned for evaluation.